Manufacturer narrative:
(B)(4).

Event description:
The pt experienced tremendous pain, shaking legs, numbness in legs, difficulty walking, change in gait, loss of bladder control and parasthesias. The pt lost 60% of the use of her legs since 01/2010. On 07/07/2010, the pt's legs "locked" and the pt fell as a result. The pt broke her right hand and wrist. The pt lost 60% of hand/wrist use due to this injury. Per the reporter, it was uncertain if the device was defective. Concern regarding the pt's medical management was also expressed. The pt's quality of life was "taken away." The hcp visited the pt in the hospital and the pump was replaced (B)(6) 2010. The pump delivered dilaudid; dose and concentration not reported. On 11/19/2010, the pt and her husband were in the process of trying to find a new physician to manage the pt's pump. The explanted pump was in the pt's husbands' possession and was alarming; it was believed to be the critical alarm. Additional info has been requested, but was not available as of the date of this report.